Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of a minimally calcified unspecified access site using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, resistance was felt while opening the lever and the plunger was unable to advance during step 2. The suture of a new device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The mechanical jam and the difficult to open or close were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a likely needle deflection occurred causing the posterior needle tip to jam against the foot or calcium causing the noted damage to the tip. When the plunger is depressed in the handle, the lever of the device with the plunger is inside the lever barrel and will interfere with normal operation. Force on the lever will cause excessive damage to the plunger. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.